Event description:
Event description cpi received information that during the implant of this implantable cardioverter defibrillator (ICD) the patient could not be converted with maximum energy output from the ICD. Noise was noted on the electrograms, which lead the physician to suspect a possible problem with one of the patch leads. A transvenous defibrillation lead was implanted and the patient was successfully converted with two shocks at 20 joules. One month after implant it was noted that the patient's pacing thresholds were at 10 volts (maximum allowed by ICD). The r-wave amplitude was small, indicating possible loss of capture.